Event description:
Patient reports an unspecified issue with one of her cassettes on friday. Ended up not being able to finish up the medication in one cassette (about 60ml). She used a new premixed cassette and no issues since. Explained to pt that she will receive her shipment tomorrow afternoon so should be good. No additional information or dates reported. Lot number for cassette not reported by pt. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; if pt retains it. Did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.